Manufacturer narrative:
Additional information provided in h6 and h10. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male on impella cp for mechanical circulatory support. While on support, the patient started receiving ¿impella position in aorta¿ alarm. The staff called csc. Ultimately it was decided to remove the impella cp device. The patient survived the procedure.